Event description:
Per email: error alarm 1814. Battery pulled and reinserted. Pump turned on and restarted but pump now alarming error message 1861. Batteries replaced with new set and pump turned on. Display now reads "motor locked remove all power." Removed and reinserted battery again but error "motor locked remove all power" returns. Batteries removed to turn pump off and tubing clamped near port site. Patient not affected. No additional information available.